Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
It was reported the customer's insulin pump had over delivering. The customer¿s blood glucose value was unknown. Customer¿s current blood glucose was unknown. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not treated. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was over delivery because of low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Retainer = clear. The customer alleged the pump is over delivering causing low bgs on (B)(6) 2021. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08660 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. Device was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained and faded serial number label, end cap address label fading, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and broken battery tube threads. Device passed all functional testing. Low bg and over delivery anomaly are not confirmed. The formatted history file list the following manual programmed bolus deliveries for (B)(6) 2021: (B)(6) 2021 07:42 bolus wizard squarebolusamountprogrammed = 2.4 bolusamountdelivered = 2.4 (B)(6) 2021 09:23 bolus wizard normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 (B)(6) 2021 13:59 bolus wizard. Normalbolusamountprogrammed = 4.8 bolusamountdelivered = 4.8 (B)(6) 2021 18:57 bolus wizard normalbolusamountprogrammed = 8.7 bolusamountdelivered = 8.7. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.